Event description:
It was reported that during a hip surgery, the patient received multiple inappropriate shocks due to noise oversensing. It was suspected that the noise was caused by cautery during the surgery as the patient's lead was functioning normally. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead - (B)(6) 2002. (B)(4).